Event description:
It was reported that the procedure was to treat a heavily calcified mid right common iliac artery. Pre-dilatation was performed with a non-abbott balloon catheter. An attempt was made to advance the 10 mm x 29 mm omnilink elite self-expanding stent system (sess) through a non-abbott 6f sheath, however, the sess would not advance even with some force applied. The sess was removed from the 6f sheath with some resistance. A non-abbott 7f sheath was placed and the sess could be advanced without issue. There was no clinically significant delay in procedure and no adverse patient effects. Device analysis revealed the stent implant was dislodged and not returned. Additional information received stated that the stent delivery system was removed out of the patient by force; stent dislodgement took place at that time and remained in the sheath. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: terumo 0.035, sheath: 6fr. Device (B)(4): against resistance, incorrect removal. Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The resistance with the introducer sheath could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted that the warning section of the omnilink elite instructions for use (IFU) states: should unusual resistance be felt at any time during lesion access or stent delivery system removal, the introducer sheath and stent delivery system should be removed as a single unit. If possible, retain the guide wire position for subsequent vessel access. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and stent delivery system components.